Manufacturer narrative:
An investigation of the replaced part is anticipated. The problem description indicates that there only was a loss of power to the screen and that the ventilation continued unaffected.